Event description:
The nurse reports the flexi-seal signal fms retention balloon was noted to have 190 cubic centimeters fluid instilled and the fms tubing was pulled taunt against bed tight. It was further reported when the fms was removed, the pt had a pressure ulcer of the anus at the six o'clock position.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Additional pt/event details have been requested. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on (B)(6) 2015.